Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. On an unknown date, a peritoneal effluent culture was performed which showed no growth. The patient was treated with unspecified antibiotics and is recovering. Retraining was not performed because the patient has not been back to the clinic since the diagnosis and is non-compliant. The nurse stated that the event of peritonitis was not related to baxter's device, disposables. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.